Event description:
Follow-up revealed the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg was deemed inoperable following the patient undergoing an unrelated surgical procedure. Prior to the procedure, the patient did not program their ipg into surgery mode. Surgical may take place to address the issue.